Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue between the minicap and transfer set which resulted in peritonitis manifested by cloudy effluent. In the same month as the onset, the patient was hospitalized for eight days for the peritonitis. The patient was treated with cefepime and vancomycin (dose, route, and frequency were not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.